Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device experienced two episodes of ventricular tachycardia (vt), both initiated with a single beat of trigger pacing at the onset of the arrhythmia. The patient attended for assessment following previous vt episodes that were also preceded by biv trigger pacing, resulting in trigger pacing being turned off. Trigger pacing is additionally noted on the presenting electrogram (egm), although this instance does not appear to be proarrhythmic. Review is requested to determine what type of trigger pacing is now being observed and whether this could be contributing to the vt episodes. Technical services (ts) requested to health care professional (hcp) for confirmation regarding the programming changes made, as records indicated a programming change had occurred in past. This device remains in service. No adverse patient effects were reported.